Manufacturer narrative:
Weight: the patient's weight was not recorded by the doctor. Expiration date: the device has no expiration date. The device has been returned. Once the investigation is complete a supplemental report will be submitted.

Event description:
It was reported that a hahn tapered implant driver broke. The doctor reported that the implant driver's tip broke inside the implant just as the implant was being placed into tooth location #22. The implant was immediately removed and replaced with another implant of the same size. The procedure was completed with no other complications. The issue was with the implant driver only. There were no issues reported on the implant. Both the implant driver and the implant are being returned. The patient's current condition is reported to be good.

Manufacturer narrative:
The device investigation has been completed and the results are as follows: returned sample: customer returned one carrier, one driver and one implant with the driver's tip broken inside of the implant, the driver tip was removed from the implant. There was no physical issue with the implant and the threads were intact. The tip was measured against dwg 3035915 rev 2.0 from the DHR, the measurement was 1.19 mm, which met the specification of 1.15-1.25 mm. Based on all the measurements, it appears to be our driver (hahn tapered implant driver ø3.5/4.3 short) based on specifications and visual inspection. Device history record: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Root cause: the root cause cannot be explicitly determined. There is a possibility that the driver was not fully engaged with the implant, the driver was wobbling and the doctor might have removed in the lateral position which might have led to breaking of tip. The most likely probable cause is excessive lateral force may have been applied to the driver causing the driver's tip to fracture.